Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: not observed. As per the investigation procedure, wear abrasion and crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported right side no complaint against device. Physician later reported "partially deflated". Device explanted.

Event description:
Physician reported right side no complaint against device. Physician later reported "partially deflated". Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "partially deflated".